Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm, however the critical pump error alarm was able to be bypassed/cleared (by simultaneously holding the back and down arrow buttons) followed by the device booting up properly. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with a software error detected alarm followed by a reoccurrence of critical pump error (open book image) alarm during testing, problem isolated to electronic board stack. Unable to verify sleep current measurement and active current measurement due to reoccurrence of critical pump error. Device received with scratched case and pillowing keypad overlay.